Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. It was reported that the sensor might have failed on 02/13/2023. The next day on (B)(6) 2023 the patient experienced diabetic ketoacidosis (dka) without any specific symptoms. There was no documentation if the patient was taking blood glucose readings during the event. The sensor was not able to communicate with her pump. The patient was taken to the emergency room by an unverified person, who took a blood glucose reading of 568 mg/dl. They treated the patient with IV insulin and IV solution bags (IV fluids). She was admitted and hospitalized for 2 nights. At the time of the report the patient was stable. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.